Manufacturer narrative:
An event of shortness of breath, regurgitation, multiple leaflet tears, and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date in 2014 a epic or biocor valve was implanted in the mitral position. During routine follow-up, the patient presented with shortness of breath. On (B)(6) 2021, the valve was explanted due to regurgitation. Upon, explant multiple leaflet tears were noted. A 27mm sjm masters series mechanical heart valve was implanted successfully. The patient was reported to be in stable condition.